Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the auxiliary tower door 7 failed to open. The user attempted to reboot the system, but the issue persisted. Additionally, when attempting to recover storage space, the latch did not produce any audible indication of operation. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care and they were unable to access or issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that tower door 7 would not open. A field service engineer was traveling to the site when I contacted the pharmacy to provide an updated eta and spoke with customer. The customer informed me that another fse, who was already on site for a different issue, had resolved the drawer failure. The pharmacy confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.